Manufacturer narrative:
The insulin pump had button error alarm due to moisture damage on keypad traces. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Device had cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she noticed the buttons were not responding when trying to suspend the insulin pump. She changed the battery and received a battery out limit alarm which could not be cleared. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 166 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.